Manufacturer narrative:
(B)(4). Additional information has been requested of the account however it has been provided that additional details are not available. Should more information be received, the file will be updated.

Event description:
According to the reporter; after the completion of a surgery, the knot of the suture either untied or broke unexpectedly leading to dehiscence in the patient. It is also reported that nothing fell into the patient cavity and there was no bleeding. The original procedure type could not be provided. It was also asked if a reoperation had to take place but this information could also not be provided.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of five devices. The visual inspection and functional evaluation of the products had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.